Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after feeling device vibratory notification alert, device was found to be in backup vvi mode. Device download was performed successfully. Patient's condition was good.